Event description:
Starmed ultra nitrile large gloves noted to have thin spots/small holes throughout when placed on hand. Entire box removed from staff use. Manufacturer response for ultra nitrile gloves, starmed ultra nitrile (per site reporter): quality event report will be send to sempermed and will await where to send the defective product.